Event description:
The customer reported that the foley catheter was found in patient protection without balloon. The remaining probe was found in the removing guard, without a balloon and pierced at the balloon. Additional information was received from the customer and stated that the balloon was deflated. The customer further stated that removing guard means layer for an adult. Per customer, the patient had a foley catheter, but he was wearing a diaper, when the nurse removed the diaper the foley catheter had fallen into the diaper, the balloon was disappeared. The customer doesn¿t know they can see the balloon. There was no fragmented piece was left inside the patient and there was no patient harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.